Event description:
The device was used during a right hepatectomy. There was an activation of extended time by mistake. After that the device was replaced with another thunderbeat device. The procedure was completed with the replaced device. There was no pt injury reported. The sale co of olympus found that the ptfe pad of the devices was worn away.

Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. Olympus will continue to work with the user facility to obtain more detailed info regarding this report, and if new info is received at a later time this report will be updated.